Event description:
Patient experienced redness and possible infection at the site of a quadriceps tendon repair with orthadapt augmentation (date of onset of symptoms not provided). The bioimplant was explanted approximately three months post-repair.

Manufacturer narrative:
Based on the provided information and histopathology findings, infection is the likely cause of the event. However, a culture was not provided to confirm this finding. The product lot number was not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.